Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became disconnected from the infusion set tubing. Customer's blood glucose was 400 mg/dl. The customer performed a cartridge change to resolve the issue.